Event description:
Event description guidant received information that the left ventricular pacing lead dislodged 8 months post implant, therefore the lead was removed. During implant of a new lv lead, placement diffiulty was experienced. The lead was removed and a new lead was successfully implanted with a is-1 to lv adapter. Difficulty was expeinced delivering pacing pulses with the lead. The adapter was suspected to be the issue and was therefore removed. A new cardiac resynchronization therapy defibrillator (crt-d) was implanted that did not require use of an adapter.